Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient visited the community nurse as they were concerned about the urine not draining properly. The patient had no pain but has had continuous issues for several weeks. They decided to change the catheter due to lack of urine flow and the due for routine change was (B)(6) 2023. The patient lied supine on the bed, about 7ml of water was removed from the balloon and there was resistance from the catheter and when pulled as hard as it was comfortable for the patient, it was unsuccessful. Then they re-tried to get more water from the balloon but there was nil water present. The catheter was able to rotate 360 degrees without any resistance, but the catheter could not be removed successfully. Then the balloon was re-inflated with new water and they contacted the general practitioner. They spoke directly to the general practitioner and explained the situation. They reviewed and admitted the patient to urology. The patient was seen by a doctor in the emergency department who changed their catheter. The general practitioner's notes confirmed that the catheter was changed on (B)(6) 2023 in the emergency department and the patient reported no issues with the catheter and was currently draining well and an appointment was made for 12 week change.

Event description:
It was reported that the patient visited the community nurse as they were concerned about the urine not draining properly. The patient had no pain but has had continuous issues for several weeks. They decided to change the catheter due to lack of urine flow and the due for routine change was (B)(6) 2023. The patient lied supine on the bed, about 7ml of water was removed from the balloon and there was resistance from the catheter and when pulled as hard as it was comfortable for the patient, it was unsuccessful. Then they re-tried to get more water from the balloon, but there was nil water present. The catheter was able to rotate 360 degrees without any resistance, but the catheter could not be removed successfully. Then the balloon was re-inflated with new water, and they contacted the general practitioner. They spoke directly to the general practitioner and explained the situation. They reviewed and admitted the patient to urology. The patient was seen by a doctor in the emergency department who changed their catheter. The general practitioner's notes confirmed that the catheter was changed on (B)(6) 2023 in the emergency department and the patient reported no issues with the catheter and was currently draining well, and an appointment was made for it 12-week change.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.